Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported volume low and was found to under-deliver. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced issue with volume low. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.